Event description:
It was reported that during a da vinci-assisted umbilical hernia repair surgical procedure, the customer encountered a non-recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted an error 1, indicating the right embedded serializer in master base (esmb) - power supply voltage out of range. The tse had the customer perform a power-cycle to resolve the issue. The customer continued with the procedure. An isi key account manager reported that the site had notified him that the case was converted to laparoscopic surgery. The site notified him after the case had completed and the procedure conversion occurred after the site had called technical support. The key account manager stated that the surgeon had informed him that there was no patient impact, and the case was completed. The conversion had occurred toward the end of the case and was due to timing issue. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: the non-recoverable fault was resolved after the power-cycle but toward the end of the procedure, the surgeon decided to convert to laparoscopic surgery due to timing issue (the surgeon wanted to finish the procedure quicker). The nurse confirmed the procedure conversion has nothing to do with the da vinci system malfunctioning and the procedure was completed laparoscopically with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. Isi received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The error was confirmed as having occurred via the field error logs. A visual inspection was performed. The mtm was installed onto the system, and it powered up. A sine cycle was performed without any issues. Tests performed via matlab passed.